Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No moisture damage on electronics noted. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to button keypad anomaly. The device had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. It was stated that the act button would not respond. The blood glucose at the time of the incident was 301 mg/dl. It was mentioned that the customer works in attics and perspires heavily. The device was returned for analysis.